Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The event occurred during transportation through a narrow corridor. Knocking onto the connector could not be excluded. Furthermore the patient was on ECMO treatment (long-term use) which is out of intended use (6 hours). Items marked ¿ni¿ are unknown to us at this time. (B)(4).

Event description:
The outlet connector on the arterial side came out while patient was on ECMO. The unit was changed out and the patient was placed back on ECMO. No patient injury. (B)(4).